Event description:
Additional information was received on 19oct2020 stating that the patient underwent a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2020 without any complications. The clinic did several and detailed diagnostics. Echo showed no sufficient lv (left ventricle) unloading anymore. Rpm adjustments didn't solve the situation. Right ventricle function decreased. General condition decreased. Medical treatment was started also with catecholamines to stabilize the patient. Signs of hemolysis were not that high as expected, no detailed parameters were shared. The explanted heartmate ii device is already on it's way for investigation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of high power consumption could not be confirmed through review of the submitted log file, and a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from 28sep2020 ¿ 29sep2020. The pump power remained in a stable range, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. Review of the submitted photos containing proximal and distal views of the outflow cannula showed an outflow graft crease that was confirmed through the evaluation of the returned pump. A specific cause for the outflow graft crease could not be determined through this evaluation; however the lumen of the graft showed no evidence of depositions or thrombus formations, suggesting that the crease did not occlude the blood flow pathway. An additional photo showed a proximal view of the inlet tube with the inflow knitted graft depressed inward. A specific cause for this finding could not be determined through this evaluation; however the lumen of the graft showed no evidence of depositions or thrombus formations, suggesting that the blood flow pathway was not occluded. These graft findings would not have contributed to the reported high power consumption. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and outflow graft bend relief were returned detached from the outlet elbow. The bend relief collar was returned disconnected from the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. (B)(6) was cleaned and reassembled. Due to damage that inadvertently occurred during reassembly, vad-58953 was not functionally tested using a mock circulatory loop. Incidental findings: the log file captured one transient driveline fault on 29sep2020 at 12:39:36 that was associated with a yellow wrench advisory alarm. The driveline fault alarm appeared to be associated with the phase 2 hex value decreasing, which correlates to a continuity issue with the brown wire. Electrical continuity testing of the driveline segment revealed a discontinuity in the black and brown wires. Both wires were found to be completely fractured at the connection to the first terminal of the motor capsule (incidental findings photos: figure 1). This finding was investigated via manufacturing task pi-2020-0196788-01-01-002. A specific cause for these wire fractures could not be conclusively determined through this evaluation; however, if both wires were completely fractured during support, the pump would have stopped. An accumulation of tissue ingrowth on the exterior of the graft appeared to have filled in the crease and the space between the graft and bend relief, indicating that the crease may have been present during support for an unknown duration of time; however there was no evidence to suggest that the crease occluded the blood flow pathway. The interior of the graft revealed no evidence of developed depositions or thrombus formations. This finding would not have contributed to the report of high power consumption. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. C, are currently available. Section 1 of the IFU, "introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including driveline fault alarms, and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for vad-58953 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of shop order shows that the ¿motor capsule soldering¿ steps and both pre- and post-potting downstream electrical continuity tests were completed with passing results. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump had high power consumption that was listed as device or therapy related. The patient had a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2020.